Manufacturer narrative:
(B)(4). Customer is not returning the suspect draw latch. Manufacturer technical support is contacting service to see the availability of a draw latch, in order to ship one to the customer.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) draw latch was broken. The device was not changed out, as the sensor was taped. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the biomedical engineering technician as a broken latch is a readily identifiable condition. Replacement order number was provided to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.